Manufacturer narrative:
Concomitant products: a 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential far field r-wave (ffrw) oversensing. It was also noted that in the past, the lead exhibited a loss of capture and sensing, however, currently the lead was pacing and sensing appropriately. The lead remains in use. No patient complications have been reported as a result of this event.